Manufacturer narrative:
(B)(4). UDI- (B)(4). Foreign source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty last year. Subsequently, the patient was experiencing pain and revised due to locking bar dissociating from the tibial tray. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section has been corrected: the previously reported patient initials are incorrect; no further patient details are available. Complaint sample was evaluated and the reported event was confirmed. The locking bar was returned back for investigation. Visual inspection of the returned locking bar showed wear marks , light scratches and discoloration. Intraoperative photograph provided confirms that locking bar had backed out. The sem report states that even though the examined locking bar contact mark and deformation observations are consistent with the bars not being fully engaged with the tibial tray lugs, it cannot be determined with certainty whether the reported locking bar dissociations occurred due to improper insertions. A more definitive conclusion would require analysis of not just the locking bars, but also of the mating tibial trays as well as the implanted bearings. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.